Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin tear under the electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse was made aware of the skin irritation. It is unclear if the patient's nurse applied any treatments to the skin tear. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.